Event description:
Customer reported tested 172mg/dl on the advantage system at 9:00am, taking 25 units 70/30 humalog insulin as normal. Approximately 1-2.5 hours later, the customer began to feel clammy and tested 165mg/dl on the advantage system. A relative called the paramedics who arrived 45 minutes later to test customer on their device at 57mg/dl. Ten minutes later, the customer tested 45mg/dl on the paramedic's device. Customer was given 'liquid sugar' by the paramedics and transported to the hospital. No treatment for blood glucose issues reported while at the hospital. Requested return of suspect system and replacement was sent.